Event description:
It was reported that a stretcher had a hydraulic malfunction. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that a stretcher had a hydraulic malfunction.

Manufacturer narrative:
It was found that the unit was making noise when the unit was pumped up. It was reported that the noise was coming from the pump mechanism. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.